Event description:
A malfunction was reported with the customer's pump while they were filling the tubing. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.